Event description:
This report summarizes 6 malfunction events, where it was reported the devices experienced a compromised ground path. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Upon investigation of the final device, it was found that the malfunction had been previously reported under another complaint, and therefore was a duplicate. The count of events has been corrected to reflect this.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced a compromised ground path. There was no patient involvement.